Manufacturer narrative:
(B)(4). (B)(4) - medical intervention required. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2011, as part of the (B)(4). According to the complainant, the patient was diagnosed with chronic pancreatitis on (B)(6) 2007. A pre-study stent placement cholangiogram on (B)(6) 2011 revealed a distal biliary stricture. Liver function tests were performed and recorded. Baseline biliary obstructive symptoms included jaundice and itching. A sphincterotomy was performed prior to this procedure, but not during the procedure. On (B)(6) 2011, the 10 mm x 40 mm stent was deployed in satisfactory position across the stricture. The complainant stated that there were no issues with the procedure or the stent treatment including the delivery of the stent. The patient was treated as an inpatient, and was discharged on (B)(6) 2011. On (B)(6) 2011, the patient underwent a post-implantation follow up procedure. During the procedure the patient complained of mild abdominal pain in the left abdomen. The patient received medical treatment for the pain. The event is considered not resolved. The relationship between the event and the study stent placement was reported to be "unrelated", per the investigator. The investigator's reported device causality assessment was reported to be "related".